Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a transarterial chemoembolization treatment procedure, a guide wire tip detachment occurred. The target lesion area was located in the mildly tortuous liver. A transend-18 guide wire was advanced to the vessel and then a renegade hi flo catheter was advanced over the wire without resistance. Treatment was performed and then the renegade catheter was withdrawn. The transend-18 wire was then removed without resistance; however, approximately 1cm of the wire tip detached once withdrawn from the patient. Nothing detached inside the patient. The procedure was considered completed with this device. No patient complications were reported and the patient's status is stable.